Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized the same day for one month for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with unspecified antibiotics (2 times per day, dose and route unspecified), unspecified antibiotics (4 times per day, dose and route not specified), and an unspecified antibiotic daily squirt into midday exchange (dose not reported) for the event. At the time of this report the patient was not recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.